Manufacturer narrative:
The cause for the discordant advia centaur xp hbsagii results is unknown. The customer does not run the hbsag confirmatory assay normally on samples greater than 50.0 index. The patient sample is not available for in-house testing. Siemens healthcare diagnostics is investigating. The instrument is performing within specifications. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
False (B)(6) advia centaur xp hbsagii (hbsii) results were obtained for a patient sample. The hbsag confirmatory assay was run on the patient sample and the result was not confirmed. Additional markers were tested and the patient has immunization history. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsagii result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00131 on august 04, 2016. On 09/21/2016 additional information: the patient sample is not available for additional testing and investigation. Therefore, siemens is unable to determine the cause. The cause for the (B)(6) advia centaur xp hbsagii results is unknown. There could be something in the patient sample that is able to be neutralized by the advia centaur hbsag confirmatory assay. The instrument is performing within specifications. No further evaluation of the device is required.